Event description:
It was reported that the patient's catheter was replaced in (B)(6) 2012 because he had not gotten "good results" following a previous catheter revision. However, he did, in 2008, have good therapy. The drug used in this system was lioresal.

Event description:
It was reported that the patient had a revision and replacement of his catheter. The patient initially had a catheter revision, after which, he wasn't getting "good results." It was noted that the patient did have "good therapy" in 2008. In (B)(6) 2012, the patient had his catheter replaced, but since that time he had not gotten "adequate spasticity relief." It was stated that when the physician cut the catheter proximal to the anchor, there was spontaneous cerebrospinal fluid (csf) flow. The physician suspected that the catheter had been sitting in the arachnoid, which would result in poor drug flow. After replacement, there was "good csf flow." It was also noted that the pump was replaced at that time. The drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Additional review indicated that various information did not pertain to this event. (B)(4).